Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 4 weeks (date not reported).

Event description:
Per the clinic, the patient experienced an infection (abscess) at the inferior portion of the implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.